Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh (device #2). Two supplemental emdrs were submitted to represent the bard/davol ventralex st (device #1) and bard/davol ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) and ventralight st (x3) on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2017 (x2). As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch (x1) and ventralight st (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with strangulated and incarcerated ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿a ventralex st mesh (device #1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia with extreme adhesions thereby underwent laparoscopic repair with explant of ventralex st mesh (device #1) and implant of ventralight st w/ echo (device #2). Per operative notes, ¿ventralex st mesh (device #1) was excised. Ventralight st w/ echo (device #2) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia, adhesion and second incisional hernia thereby underwent laparoscopic repair with explant of the ventralight st w/ echo (device #2) and implant of ventralight st w/ echo (device #3). Per operative notes, ¿ventralight st w/ echo (device #2) was removed. Ventralight st w/ echo (device #3) was implanted and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia and pain thereby underwent open repair with the explant of ventralight st w/ echo (device #3) and implant of ventralex st mesh (device #4). Per operative notes, ¿ventralight st w/ echo (device #3) was removed. Ventralex st mesh (device #4) was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). Additional emdrs were submitted to represent the bard/davol ventralex st (device #1) and bard/davol ventralight st mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) and ventralight st (x3) on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2017 (x2). As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch (x1) and ventralight st (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.